Event description:
Explant device returned to MFR for analysis with report of "infection" as reason for removal. Repeated requests for add'l info about this event have been unanswered. Pt has been lost to f/u in MFR's device registration record. A supplemental medwatch report will be filed if add'l info becomes available.